Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm during a bolus on the insulin pump. The customer's blood glucose level was unknown mg/.dl. It was explained to the customer that a false motor alarm maybe caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. The troubleshooting was performed. The customer was advised to discontinue and return the insulin pump. The patient was also advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.